Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Biomed technician requested a replacement liberty cycler after observing a fluid leak. It is unknown if there was patient involvement when the fluid leak was observed. It is unknown if the liberty cycler alarmed prior to the fluid leak being observed. The location of the fluid leak is unknown. Additional information was solicited. The device was requested for plant investigation.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."